Event description:
It was reported by the clinician, one week after the catheter insertion, they noticed the junction hub had come off of the catheter. As a result, the catheter was exchanged. There were no reported pt complications. Add'l info received 01/28/08 states, the hub involved was the junction hub.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.